Event description:
The company was informed that the patient's device is extruding. Revision surgery will be scheduled. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.